Manufacturer narrative:
Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the t8 self-holding tip is partially broken off. The broken off portion is missing. The fracture face is homogenous, what indicates material conformity and shows the typical view of a forced rupture. Because of the damage the breakage relevant dimensions cannot be checked to print specifications anymore. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition and the correct material and hardening procedures were used. The lot in question was manufactured in september 2011 and all parts were distributed worldwide until end of october 2011. We are not aware of any quality issues associated with this article and lot number. The breakage is determined to be caused during a mechanical overloading situation. No product related nonconformity was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (b)(46 as follows: it was reported that the procedure: orif,clavicle fracture during the surgery, as dr.lin was trying to fix the plate and tightening the lateral screw (2.7 mm locking screw)but the tip of driver was broken during fixation. 10 minutes delay of surgery. This report is 1 of 1 for (B)(4).